Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns was re-checked, and impedance value was around 4000 ohms. It was reported that it previously had a high impedance of over 10,000 ohms. The system was checked with the patient in different positions to try to reproduce the high impedance, but the high impedance was not replicated. It remained around 4000 ohms. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that high lead impedance was found upon interrogating the patient¿s device. Previously on (B)(6) 2014, diagnostics were within normal limits. Surgical intervention has not occurred to date.

Event description:
Attempts for lead product information were performed, but were unsuccessful. The implant hospital did not have the requested records.